Event description:
Additional information received from the patient indicated that they had notified the healthcare provider of their issue. They indicated that there was no change in activity. They thought the device was changed once a week to a new channel and setting that led to the therapy issues. It was mentioned that there were a lot of suggestions to resolve the issue, but none resolved the issue. It was noted that sevens days prior to shutting off the device, the patient had 6-9 trips per day whereas they had 7-10 when the device was off for seven days. The patient reported that the control of urgency appeared to be worse than before, and they were leaking before they got to the bathroom.

Event description:
A patient reported via a healthcare provider that he was still having difficulties with therapy. Patient felt he was not getting the same benefit that he did during the trial. It was unknown if patient was getting 50% relief. It was indicated that device was on but he was feeling a jabbing sensation at cheek and occasional leaking prior to getting to the bathroom. Patient went to bathroom 8-9 times per day but was well control at night (went about every 4-5 hours). Patient was last programmed by a company representative on april 25 2016. Patient had multiple programming sessions. Therapy improvement was not seen by the patient. The event occurred since implant. Patient can get a feel of what his issues may be. The patient can change setting on her own. The patient was very knowledgeable with the programmer. A day later, patient reported that his implant had not helped with his bladder symptoms as much as he would like to. Patient stated prior to the implant and trial, he was going 14 times a day. Since his implant, he has had to go to the bathroom 6-8 times a day. He had urgency issue and had trouble controlling his bladder symptoms. Patient stated he has had to be reprogrammed twice before. The last time was about a month or so ago. The current programs, he had right now, he had tried all of them and they did not seem to be helping. He did not feel stimulation on the tip of his penis like how he did during his trial. He felt it more in the bottom of his ¿fanny¿ instead. Patient was currently on program 1 at 4.5v. He had tried all the other programs as well and these were highest amplitudes he reached with each one. It was noted program 1 - 4.5v program 2 - 5.0v, program 3 - 5.5v, program 4 - 6.6v. Patient would try to turn stim off in few days and to record how often he goes to the restroom without therapy turned on just see if therapy is helping. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they did a 3 day trial on (B)(6) 2015 when the placement of the wire was such as to stimulate the base of the penis. The patient noted in that period they went from 12-14 trips a day down to 6-7 trips. The patient noted they also had complete control over any urgency to go. The patient noted they could prolong going up 6-7 hours. The patient stated that on (B)(6) 2015 they had a permanent instillation of the wire and battery. The patient noted the only difference was that stimulation was never farther then the bottom of their right cheek, about 1 inch to the right of the rectum all the time. The patient noted they have had 3 adjustments to their device since implant and the change each time appears to be worse. The patient stated they started out with 6-7 trips a day with fair control, then after the last adjustment last month had been the worst. The patient noted now they are gone to 12-14 trips and no control at all. The patient noted they are constantly dripping before they get to the bathroom. The patient noted they can go to the bathroom and then sit for 30 minutes and stand up and the urge to go and leak before getting there and maybe release 1-2 ounces. The patient noted they need to find a new healthcare professional (hcp) as the current hcp is not available for 2-3 months. The patient noted they have an appointment on (B)(6).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.